Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the keypad was locked, and was able to unlock the keypad. The customer's reading was 431 mg/dl. The customer stated he ate a piece of pie. The customer declined to troubleshoot for the high reading. Nothing was replaced or returned for analysis.